Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed a recurring alert 38 motor stall, which temporarily cleared after restart, but subsequent dry runs without supplies failed due to an inability to proceed at rewind, consistent with a device failure to infuse involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting in the context of a motor-related failure to infuse, with the motor implicated as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.